Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a torn catheter is confirmed and was determined to be use-related. One 5fr dual-lumen powergroshong catheter was returned for evaluation. An initial visual observation revealed some biological residue on the catheter. A statlock foam pad was observed to be clipped to the molded joint. Both suture wings of the molded joint were noted to be torn near their base. A functional test of flushing both lumens of the catheter with water was performed. A leak was observed from the base of the suture wing when the white lumen was flushed. A microscopic observation confirmed that while both suture wings of the molded joint were torn, only the wing on the white lumen side exhibited a split of sufficient depth to result in leakage. The fracture surfaces of both tears appeared to be predominantly smooth with even edges. The observed damage suggests the suture wings were likely torn due to tensile forces. This could have been caused by pulling/moving the catheter while the wings were stabilized by the statlock device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that catheter insertion on (B)(6) 2025. On (B)(6) 2025, the patient reported that her clothes were wet, and upon inspection, the wing of the catheter was found to be torn. No additional information was provided.